Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow the customer to perform the fill cannula step of the load process. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. There was no reported impact to customer¿s blood glucose.